Event description:
It was reported that the patient expired. The implant duration was zero days. The cause of death was noted as: acute heart failure and status post a fourth heart operation with replacement of multiple valves and repair of a sinus of valsalva aneurysm. Please reference the other medwatch report filed under another patient ID for information on the other device implanted on the same day.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.